Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller unable to interrogate pt's ins in clinic using tablet (get no device found). When they've tried connect to ins w/ patient's handset, caller reports seeing an error messg about not being able to continue (messg details weren't known to caller but caller said the error messg didn't have anything to do with pt's ins charge level). During caller, caller tried to use tablet again but still was getting no device found messg. Tried handset again and then getting communicator not found. Had caller reset tm91. They retried communication with handset and got device not found. Pt does indicate that their ins charge level was low this morning and pt not currently feeling stimulation.